Event description:
I was asked to support a dft for a patient who in the recent past had a vf event and was shocked 3 times without converting and 1 which converted vf to a paced rhythm. [Physician] asked for the [abbott ICD] to be programmed to pulse width (deft) prior to the dft. The following is the configurations and programming we attempted: rv coil and sub q array to can typical graph pulse width programming failed at 15j and 10j safety margin. External rescue at 360j was successful. Rv to can slow graph pulse width programming failed at 15j and 10j safety margin, external rescue 360j was successful. Rv and sub q array to can slow pulse width programming failed at 15j and 10j safety margin, external rescue at 360j was successful. At this point [physician] said we would make no further dft attempts and asked that the patient remain programmed with pulse width and maximum defibrillation energy programmed. He also mentioned that the patient will probably need to be referred to his colleague for extraction and reimplant. Extraction possibly next week but no specific date was set. The patient does have two capped medtronic brady leads, the aforementioned subq array, a dual coil tachy lead fixated in rv but the svc coil is inactive, due to the subq array. Responses from the field indicated that replacement on the biotronik rv lead showed improved sensing and dfts were now successful. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".